Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a heart valve replacement procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the heart valve replacement procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly a couple hours post procedure, the leg was found to be cold and pulseless. At the time that hemostasis was achieved, the leg felt cold but pulse on the leg was not checked. A heating blanket was placed on the leg to try and rewarm it and only later was it discovered that the pulse on the foot was missing. The patient was sent to the operating room to have a surgical cutdown to release the suture that had captured the back wall of the artery. It is unknown if both sutures captured the back wall of the artery or only one. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.